Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a indigo system cat rx kit, the indigo system catrx aspiration catheter (catrx) became kinked on the back table upon removal from the packaging. The damage to the catrx occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new catrx.